Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system along with a 30mm watchman laa closure device and delivery system were used. The closure device was successfully implanted. After the implantation, a trivial pericardial effusion measuring less than half a centimeter was noted. It was believed to have occurred during the transseptal puncture because it was a somewhat difficult transseptal that required the sheath and needle to be manipulated and moved multiple times. Heparin was reversed along with protamine. No other interventions were performed. The patient had a limited echo post procedure to confirm the effusion hadn't changed. The patient did not have any hemodynamic changes throughout the case and they are currently stable.